Event description:
Low volume on device. No patient involvement.

Manufacturer narrative:
The device investigation determined that the reported fault was due to the ingress of metal particles into the speaker which impeded the vibrations of the speaker resulting in low volume output. The root cause of the particulate contamination was determined to be due to adverse storage. The device remained capable of delivering shock therapy.

Event description:
Low volume on device. No patient involvement.